Event description:
Generator replacement surgery occurred. The explanted devices were reported to have been discarded by the hospital.

Event description:
It was reported that a patient was set to have a generator replacement and has been experiencing seizures and was seemingly in pain. Additional relevant information has not been received to-date. No known surgery has occurred to-date.